Event description:
It was reported during in clinic follow up that the atrial and ventricular leads were viewed via fluoroscopy and were shown to have dislodged. The leads were repositioned on (B)(6) 2024. The patient was stable and asymptomatic.